Manufacturer narrative:
Continuation of d11: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-11, additional information was received from the rep. They reported they spoke with the physician and lead ma regarding the volume discrepancy issue the patient complained about. They reviewed the pump refill reports and there were no volume discrepancies in refills before or leading up to the replacement.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-05, additional information was received from the manufacturer representative (rep). The volumes of the reservoir discre pancy were requested and the rep stated, "there was no volume discrepancy at time of explant". The cause of the return of pain symptoms was requested and was "undetermined at this time".

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-07, information was received from a patient, via a manufacturer representative (rep), receiving fentanyl (8,000 mcg/ml, 2 ,253.0 mcg/day), ketamine (16.0 mg/ml, 4.506 mg/day), bupivacaine (20.0 mg/ml, 5.633) and dilaudid (50 mg/ml, 14.081 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient was complaining of return of pain symptoms. Logs were checked and showed no negative system events. The hcp performed a successful catheter dye study approximately 4 weeks prior to the report date. The patient also complained that there was a significant reservoir discrepancy at his last refill approximately 4 weeks ago. The patient was scheduled and had a full system replacement performed on (B)(6) 2019. The patient's status was alive - no injury. The issue was resolved at the time of this report.